Manufacturer narrative:
(B)(4). A product deficiency was identified and product information letters were released guiding the customers through existing procedures to detect and troubleshoot potential carryover. The installation of architect system software version 8.0 via technical service bulletins, (adding maintenance and diagnostic procedures) provided customers with additional maintenance procedures for probe cleaning to minimize potential carryover. (B)(4). There were no deaths or serious injuries (adverse events) reported.

Event description:
Customers experienced reagent carryover due to protein buildup in the r2 probe. In some cases, customers experienced discrepant elevated microalbumin results due to unexpected creatinine r2 carryover. No incidents of impact to patient management were reported.